Event description:
This was a left-sided, cardiac lead removal performed in the operating room to remove a total of 2/3 functional leads ((B)(4) ; implant date (B)(6) 2006). Procedure was a battery change, prophylactic extraction of fidelis lead and to reposition the lv lead. The ra (5076) lead was to remain in place. A lld-ez was inserted in the 6949 and lasing began with a 14f sls ii to include the teflon outer sheath. After approximately 5 minutes of laser time, the m.d. Upsize to a 16f sls ii with the teflon outer sheath. Blood pressure remained stable as the m.d. Advanced the sls to distal coil. Once the sls reached the distal coil, the patient's blood pressure began to drop rapidly. Within 20-30 seconds the patient's blood pressure dropped was in the 30's. CPR was started and the CT surgeon was called into the room. Pericardiocentesis was done with little effect, a sternotomy was then performed and the patient was hooked up to bypass. Upon opening the chest it was noted that the innominate vein was completely torn down to the svc junction. The vasculature was successfully repaired and all leads removed. The m.d. Stated surgeon that upon initial implant, the lead was implanted in an extravascular nature and despite constant review and observation under fluoroscopy during the procedure, this issue was unidentified. The patient was stabilized and transferred to the ICU for recovery and eventual discharge home. There were no devices retained for return engineering analysis as they were disposed of during the code. An internal lhr review was conducted finding no issues or non-conformances.